Event description:
Procedure type: cholecystectomy. According to the reporter: the branches go stuck in the closed position after the device was fired over the tissue. The device had to be cut off of the tissue. Operative time was not extended more than 30 minutes. There was no unanticipated tissue loss due to this problem.

Manufacturer narrative:
(B)(4).